Event description:
Tested pt on suspect device and inr = 1.8. Laboratory result 8.9 inr. Account does not have a good dosing technique. Pt is new to coumadin and is not yet stabilized. No treatment was given based off of the suspect meter results.